Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the paramedics were called and she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was 22 mg/dl when paramedics arrived. Customer stated that she fell on her prosthetic leg due to low blood glucose. Customer stated that she was in the hospital for 3 weeks and she was operated on her femur and also on her left foot. Nothing further was reported.